Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon could not take control from surgeon side console (ssc) in a dual console procedure. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the surgeon moved to the second ssc to continue with the procedure. Tse could not find any related error in the logs. Tse explained that shared arms could have been not assigned to the original ssc; however, site was unsure if that was the issue. The procedure was completing as planned with no reported injury.